Event description:
On (B)(6) 2015, the patient had a left total knee arthroplasty to address severe degenerative arthritis, and chronic quadriceps tendon dysfunction. On (B)(6) 2021, the patient had a revision left total knee arthroplasty to address pain and failed left total knee arthroplasty due to aseptic loosening. Preoperatively, the patient was noted to have experienced pain, instability, and difficulty with ambulation, the operative findings included: grossly loose femur at the cement/bone interface. The tibial tray was loose at the implant/cement interface. The tibial tray had drifted into significant varus and there was significant synovium. There was a large cystic area noted in the tibia. The tibial tray, insert, and femoral components were revised. The patient did not have a patella.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, d4 (expiration date) . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a4, b7, h6 (clinical and medical device problem codes).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since (B)(6) 2015. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). It is unknown which component was loose, therefor the tibial tray will be reported to cover the allegation of loosening. If/when more information is received the complaint will be updated at that time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address aseptic. Loosening of an unknown component. Date of implantation: (B)(6) 2015, date of revision: (B)(6) 2021, (left knee). Treatment: femur, tibial tray, and insert were revised.